Event description:
It was reported the lead was explanted and replaced due to oversensing and high impedance. When the new lead was attached to the old device, noise was noted on the rv tip to rv ring despite reconnecting three times. The hcp then explanted and replaced the device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. ICD evaluation summary: no anomalies found; full lead returned.